Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 - type of investigation and h11. The revision reported may have been the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities, which led to humeral liner disassociation. However, this cannot be confirmed as the devices were not returned for evaluation and images/radiographs were unable to be obtained. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) 300-30-08 - equinoxe preserve stem 8mm, (B)(6) 320-01-46 - equinoxe reverse 46mm glenosphere, (B)(6) 320-15-01 - eq rev glenoid plate, (B)(6) 320-15-05 - eq rev locking screw, (B)(6) 320-20-00 - eq reverse torque defining screw kit, (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit, (B)(6) 320-46-00 - equinoxe reverse 46mm humeral liner +0. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right reverse total shoulder arthroplasty. Subsequently, it was reported that the patient experienced pain and disassociation of the humeral liner from the humeral tray. As a result, the patient underwent a right shoulder revision surgery approximately 5 years after initial implantation. No further patient impact reported. No further information available.